Event description:
It was reported the customer received a motor error alarm. Customer also reported this was the third time the alarm had occurred. Customer also stated there was no damage to the insulin pump. Customer's blood glucose was 144 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump alarmed motor error alarm during rewind due to corroded motor home switch. Insulin pump was unable to perform displacement test due to motor error alarm. Insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.